Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the instrument was fully fired. Further inspection noted that the safety feature was broken. Microscopic inspection noted pressure ridges on the staple guide, a sign that the staples were present. Additionally, nicks were noted on the knife blade. Inspection of the anvil noted cross cutting staple line marks. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged blade and safety feature broken that has no relationship to the reported condition. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." Replication of the observed safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. No further actions have been deemed necessary at this time. Based on the evidence available the reported condition was not confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the account claimed that during firing the device had no staples in the cartridge only knife. They then over sew the tissue to resolve the issue in order to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.